Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Reportedly, customer was using humalog supplies for over 48 hours. Subsequently, customer was hospitalized in the intensive care unit; however, customer was already hospitalized for an unrelated procedure. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.